Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016 with blood glucose of 1038 mg/dl. It was reported that insulin pump was broken and customer did not get insulin for one week. It was reported that customer was in mental altered status and was found by grandmother. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was still in the hospital at the time of phone call. It was not certain if customer was wearing insulin pump at the time of hospitalization. Customer would call back in order to troubleshoot.